Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient with a triple lumen powerpicc solo experienced swelling and pain. Tpn and lipids infusing. No CT with IV contrast performed (only the purple lumen is a power lumen of a triple PICC). No hole in purple lumen. Hole in both white and grey lumen approx. 1 inch up from insertion site. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the catheter between the 3 cm and 4 cm depth markers, approximately 4.6 cm distal to the molded joint. A kink was observed in the catheter approximately 0.4 cm distal to the molded joint. The 0 cm and 3 cm depth markers were observed to be worn and faded. A microscopic observation revealed two parallel longitudinal splits in the catheter between the 3 cm and 4 cm depth markers. The splits were observed to be in two different lumens and at the location the internal septum meets the catheter wall in their respective lumens. The edges of the split were observed to be mostly straight and the fracture surfaces were observed to be mostly flat and granular in texture. The features of the observed splits suggest the catheter was possibly damaged due to prolonged circumferential compression, which could be caused by some dressing devices and/or dressing techniques. However, the exact cause of the damage observed in the returned catheter could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient with a triple lumen powerpicc solo experienced swelling and pain. Tpn and lipids infusing. No CT with IV contrast performed (only the purple lumen is a power lumen of a triple PICC). No hole in purple lumen. Hole in both white and grey lumen approx. 1 inch up from insertion site. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the catheter between the 3 cm and 4 cm depth markers, approximately 4.6 cm distal to the molded joint. A kink was observed in the catheter approximately 0.4 cm distal to the molded joint. The 0 cm and 3 cm depth markers were observed to be worn and faded. A microscopic observation revealed two parallel longitudinal splits in the catheter between the 3 cm and 4 cm depth markers. The splits were observed to be in two different lumens (the white and grey lumens) and at the location the internal septum meets the catheter wall in their respective lumens. The edges of the splits were observed to be mostly straight and the fracture surfaces were observed to be mostly flat and granular in texture. Upon further investigation, the white and grey lumens were found to be partially occluded with biological residue distal to the observed splits. The features of the observed splits suggest the catheter was possibly damaged due to prolonged circumferential compression, which could be caused by some dressing devices and/or dressing techniques, and/or due to over-pressurization of the catheter lumens. However, the exact cause of the damage observed in the returned catheter could not be determined, and it could not be determined if or how the implicated device may have caused or contributed to the reported patient death. As a note, the product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿use only lumens marked ¿power injectable¿ for power injection of contrast media. Warning: use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient with a triple lumen powerpicc solo experienced swelling and pain. Tpn and lipids infusing. No CT with IV contrast performed (only the purple lumen is a power lumen of a triple PICC). No hole in purple lumen. Hole in both white and grey lumen approx. 1 inch up from insertion site. (B)(6) 2020 - the patient¿s wife, stated that her husband had 3 PICC lines put in and 1 had a malfunction which caused his arm to swell up to the size of his leg and eventually led to blood clots which led to his death. She has been in contact with facility; she does not know if bd/bard has been contacted about this but would like to know as soon as possible what is being done and if this is a major concern with these products. This occurred ¿several months ago¿ so she did not have product numbers in front of her at time of the call. (B)(6) 2020 - the patient' wife reported that the patient was being treated for multiple myeloma. He's had a couple of surgeries for broken bones secondary to the multiple myeloma and was reportedly doing "much better". They were discussing additional physical therapy to prepare him for going to rehab. The PICC was inserted in his left arm just above the elbow. The patient's wife is not aware of what device was used to secure the PICC. The patient's wife reports the PICC was in place for a couple of hours when the leaks were noticed. She does not know when the thrombi developed as she wasn't told about the them until after the patient expired. She isn't aware of any treatment provided for the thrombus. The thrombi were located in his shoulder (which side was not reported). She does not know whether complications such as a pulmonary embolism occurred as she did not have an autopsy performed as she wasn't aware of complications for some time after he expired. She reports she was wondering what caused her husband to go "suddenly unresponsive" and someone suggested a clot had travelled. Cardiopulmonary arrest was listed as the cause of death on the death certificate.

Event description:
It was reported patient with a triple lumen powerpicc solo experienced swelling and pain. Tpn and lipids infusing. No CT with IV contrast performed (only the purple lumen is a power lumen of a triple PICC). No hole in purple lumen. Hole in both white and grey lumen approx. 1 inch up from insertion site. On(B)(6) 2020, the patient¿s wife, stated that her husband had 3 PICC lines put in and 1 had a malfunction which caused his arm to swell up to the size of his leg and eventually led to blood clots which led to his death. She has been in contact with facility; she does not know if bd/bard has been contacted about this but would like to know as soon as possible what is being done and if this is a major concern with these products. This occurred ¿several months ago¿ so she did not have product numbers in front of her at time of the call. On (B)(6) 2020, the patient' wife reported that the patient was being treated for multiple myeloma. He's had a couple of surgeries for broken bones secondary to the multiple myeloma and was reportedly doing "much better". They were discussing additional physical therapy to prepare him for going to rehab. The PICC was inserted in his left arm just above the elbow. The patient's wife is not aware of what device was used to secure the PICC. The patient's wife reports the PICC was in place for a couple of hours when the leaks were noticed. She does not know when the thrombi developed as she wasn't told about the them until after the patient expired. She isn't aware of any treatment provided for the thrombus. The thrombi were located in his shoulder (which side was not reported). She does not know whether complications such as a pulmonary embolism occurred as she did not have an autopsy performed as she wasn't aware of complications for some time after he expired. She reports she was wondering what caused her husband to go "suddenly unresponsive" and someone suggested a clot had travelled. Cardiopulmonary arrest was listed as the cause of death on the death certificate.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large split was observed in the catheter between the 3 cm and 4 cm depth markers, approximately 4.6 cm distal to the molded joint. A kink was observed in the catheter approximately 0.4 cm distal to the molded joint. The 0 cm and 3 cm depth markers were observed to be worn and faded. A microscopic observation revealed two parallel longitudinal splits in the catheter between the 3 cm and 4 cm depth markers. The splits were observed to be in two different lumens (the white and grey lumens) and at the location the internal septum meets the catheter wall in their respective lumens. The edges of the splits were observed to be mostly straight and the fracture surfaces were observed to be mostly flat and granular in texture. Upon further investigation, the white and grey lumens were found to be partially occluded with biological residue distal to the observed splits. The features of the observed splits suggest the catheter was possibly damaged due to prolonged circumferential compression, which could be caused by some dressing devices and/or dressing techniques, and/or due to over-pressurization of the catheter lumens. However, the exact cause of the damage observed in the returned catheter could not be determined, and it could not be determined if or how the implicated device may have caused or contributed to the reported patient death. As a note, the product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿use only lumens marked ¿power injectable¿ for power injection of contrast media. Warning: use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ medical record review added 5/4/2021 by (B)(6), sr. Clinical nurse specialist: per the medical records, a PICC was inserted on (B)(6) 2019 for tpn therapy, with placement confirmed by chest x-ray. On (B)(6) 2019, a radiology order was placed to evaluate the left upper extremity for thrombus in the ¿setting of left upper extremity PICC infiltration¿, corroborating the report that patient experienced infiltration from the leaking PICC. Medication order for enoxaparin (lovenox) injections was written on (B)(6) 2019 for ¿moderate risk vte [venous thromboembolism] prophylaxis¿. Ultrasound images were not received for evaluation; however, the ultrasound interpretation notes from the patient¿s medical doctor, taken on (B)(6) 2019, confirmed deep vein thrombosis (dvt) in the left axillary vein extending into the left subclavian vein. These vessels are the common path of any upper extremity PICC insertion. Thrombus formation is a known risk related to normal PICC use per the product instructions for use (IFU). It¿s reasonable to conclude from the medical records that the PICC insertion, use, and/or leak may have contributed to thrombus formation in that area. The patient had orders for daily enoxaparin injections renewed on (B)(6) 2019. It is unknown if the patient continued to received anticoagulation therapy beyond on (B)(6) 2019. No medical records were received documenting signs, symptoms, or diagnosis of a pulmonary embolism. It is unknown whether the patient¿s left dvt embolized to the patient¿s lung as suggested by the complainant. Contributing factors for the patient¿s death could not be ascertained. No medical records were received documenting cause of death, nor contributing factors for the patient¿s death. This patient was being treated for advanced multiple myeloma and a small bowel obstruction complicated by a bowel perforation. Per the medical records, the patient had a do not resuscitate order on (B)(6) 2019. It is unknown whether the PICC malfunction or the dvt caused or contributed to the patient¿s death.